Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 400 - inspiration valve or device leaky alarm and technical failure 316 - blower failure. Furthermore, there was no patient associated with the reported event.